Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a onelink microbore catheter extension set was observed with no flow. This occurred during patient infusion. The reporter stated that they were unable to flush the blood that was inside of the set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is in the process of being evaluated. Visual inspection did not identify any defects that could have caused the reported condition. Functional testing determined that the device performed within specification. The initial evaluation could not confirm the reported condition. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.